Event description:
The facility representative reported a triple-channel pump that alarmed an unk failure code during pt use on a male during open heart surgery, mid-infusion. All three channels were in use, and stopped after the failure code alarmed. The pump was swapped out for another, and therapy continued without further incident. There is no report of pt injury or medical intervention necessary. No other info is available.

Manufacturer narrative:
A request for the return of the device has been made. However, this request was declined by the facility, as it was repaired on-site by the facility's biomedical department. Should the pump be received for eval, a follow-up report will be filed upon completion of an eval or if any additional info becomes available.